Manufacturer narrative:
The manufacturer received information that reported failed components were returned to the product investigation lab (pil) for investigation. The pil received oxygen blending module (obm) subassembly (proportional valve). Pil then tested the trilogy evo obm subassembly on the pil trilogy evo obm test station and passed all testing. Pil then installed the obm subassembly on the pil trilogy evo stb and then ran therapy with the obm for approximately 1 hour and the obm operates without issue, pil concluded that the obm subassembly operates as designed. The solenoid valve was returned to riql for an active exhalation verification test failure at service. This failure is being investigated under ER 2254504. No further evaluation of this part is required at this time. The reported failure of the 3-way solenoid valve is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Manufacturer narrative:
This follow-up report service as a correction to the previously submitted initial report which reported: the manufacturer received information that a trilogy evo ventilator was returned to a third-party service center for evaluation. There was no patient involvement, and no harm or injury was reported. During device evaluation, the device did not meet the specification for the performed service. Several critical error codes were noted in the device error log. Error code e-149 was noted and indicates the oxygen (o2) flow sensor railed to maximum positive value, requiring replacement of the oxygen blending module assembly. Error code e-81 was noted and indicates the o2 proportional valve that controls the flow of o2 to the blower inlet is mechanically stuck closed or open, also requiring replacement of the oxygen blending module assembly. Additional findings not related to the malfunction/issue: the device's front panel was replaced due to cosmetic damage. The liquid crystal display (lcd) backlight would not automatically dim or get brighter if the device lcd brightness setting is set to 'auto'. The image on the lcd is still visible. This issue does not affect therapy. The correction being made to this report is a correction to the become aware date originally reported as 01/02/2026 to correctly reflect the become aware date of 12/31/2025. The reporting due date has also been updated to correctly reflect 01/30/2026.

Event description:
The manufacturer received information that a trilogy evo ventilator was returned to a third-party service center for evaluation. There was no patient involvement, and no harm or injury was reported. During device evaluation, the device did not meet the specification for the performed service. Several critical error codes were noted in the device error log. Error code e-149 was noted and indicates the oxygen (o2) flow sensor railed to maximum positive value, requiring replacement of the oxygen blending module assembly. Error code e-81 was noted and indicates the o2 proportional valve that controls the flow of o2 to the blower inlet is mechanically stuck closed or open, also requiring replacement of the oxygen blending module assembly. Additional findings not related to the malfunction/issue: the device's front panel was replaced due to cosmetic damage. The liquid crystal display (lcd) backlight would not automatically dim or get brighter if the device lcd brightness setting is set to 'auto'. The image on the lcd is still visible. This issue does not affect therapy.